Event description:
Dialysis center healthcare professional (hcp) reported a patient experienced blood hemolysis while being dialyzed with a psn 210 dialyzer and another manufacturer's hemodialysis machine and bloodlines. It was reported that within 30 seconds of cannulating the patient, arterial pressure alarms sounded. The arterial needle could not be adjusted and the patient had to be recannulated. It was reported that the blood was not returned during the time of recannulation and upon restarting the blood pump, blood in the extracorporeal circuit became clotted. The patient was then sent to the emergency room, blood was drawn and showed hemolysis. Hospital hcp reported the patient was then treated on a system 1000 hemodialysis device and psn 170 dialzyer, blood was drawn and again showed hemolysis. The patient was then transferred to another system 1000 device with a psn 170 dialyzer, blood was drawn and was negative for hemolysis. Per the hcp, pt feels that the patient's hemolysis noted while using the system 1000 and psn 170 dialyzer was related to the patient's initial treatment with another manufacturer's dialysis machine and bloodlines with the psn 210 dialyzer. Patient was discharged 08/23/02 and returned to outpatient treatment on 08/26/02.